Manufacturer narrative:
Device is a combination product. (B)(4). Stent delivery system (sds) was returned for analysis. A visual examination of the stent found damage to the first distal stent row and the stent struts were lifted and pulled distally. The undamaged crimped stent od (outer diameter) was measured and the result was within maximum crimped stent profile measurement. The tip was visually and microscopically examined and no issues were noted. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the device found multiple hypotube kinks along the full length of the catheter. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination of the inner and outer lumen and mid-shaft section found a kink at the port bond. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on 16-jun-2017. It was reported that advancing difficulties were encountered. Vascular access was obtained via the femoral artery. The 85% stenosed, 22mm in length, eccentric, de novo, target lesion was located in the severely tortuous, non-calcified, and 2.75mm in diameter right coronary artery. The lesion contained >45 and <90 degrees bend. The lesion was pre-dilated with 2.00x9 balloon catheter and the percent stenosis of the lesion immediately after pre-dilation was 60%. A 2.75x24mm promus element plus drug-eluting stent was advanced to treat the lesion, but despite of an anchoring balloon technique, the stent could not be delivered. The device was removed and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed distal stent damage.